Manufacturer narrative:
Device eval: one smiths medical cadd-legacy one ambulatory infusion pump was returned for analysis in used condition. Visual inspection of the pump showed the pump had a scratched screen. Review of the event history log showed the pump displayed the following event: 0566> error 1720 (B)(6) 2019 6:03:00 pm. Functional testing involved powering up the pump and showed the device alarmed error code 1720. The back-up capacitor was replaced. Based on evidence and investigation, the complaint allegation was confirmed.

Event description:
Information was received indicating that a smiths medical cadd-legacy one ambulatory infusion pump displayed error code 1720. No adverse effects were reported.